Event description:
According to the reporter: when the bag was closed around the gall bladder, the bag broke at the area of the drawstring. No injury or harm was caused to the pt.

Manufacturer narrative:
(B) (4). (B) (4).